Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. An investigation could not be performed, as the device was sent in as a repair request on the 2018-07-06. No indication for an adverse event and got repaired. This was more than one month before we got notified. So, no investigation possible. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was identified by sterile services on receipt of equipment that the screw was missing from the storz 10mm cannula. Immediately reported to theatre staff. No injury but patient had to be x-rayed. Consultant spoke to patient advised x-ray to be carried out. X-ray carried out confirmed no risk. No part left in patient.